Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an external blood leak occurred one minute after the start of a patient¿s continuous venovenous hemodialysis (cvvhd) treatment. The leak was coming from the membrane of the pre-filter dome on a multifiltratepro hemodiafiltration (hdf) cassette. The machine also alarmed with a ¿scale 2¿ message. There were no leaks noted during the priming phase. The majority of the patient¿s blood was returned, and their treatment was restarted with a new kit. The event resulted in approximately 50 ml or less of blood loss. The patient did not experience any serious injury or harm due to the event, and no medical intervention was required. The patient was able to complete their treatment after restarting. A photo of a blood circuit connected to a machine was provided for review. In the photo it appears that blood leaked externally; however, the origin of the leak could not be easily identified. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the actual sample was not available for evaluation. However, a sample examination was performed on the retention samples. The samples were visually inspected for component defects, assembly failures, and conformity with product specifications. The samples were then subjected to leakage testing where air/liquid pressure was applied to test for leaks and other assembly failures. No failures were detected during the testing. A review of the batch production records was performed, and the results were determined to be conforming. No non-conformities were observed during the manufacturing process. The described situation was confirmed to be adequately addressed in the instructions for use (IFU). The reported complaint has been acknowledged; however, a definitive conclusion for the reported failure could not be determined without physical examination of the actual sample. Based on the provided details, there are several possible causes. There could have been a component defect due to a molding failure of the pressure dome, or improper connection of the pressure dome. There also could have been an assembly failure between the tubes and pressure dome. This list of possible causes is not exhaustive. The production department has been informed of the defect.

Event description:
It was reported that an external blood leak occurred one minute after the start of a patient¿s continuous venovenous hemodialysis (cvvhd) treatment. The leak was coming from the membrane of the pre-filter dome on a multifiltratepro hemodiafiltration (hdf) cassette. The machine also alarmed with a ¿scale 2¿ message. There were no leaks noted during the priming phase. The majority of the patient¿s blood was returned, and their treatment was restarted with a new kit. The event resulted in approximately 50 ml or less of blood loss. The patient did not experience any serious injury or harm due to the event, and no medical intervention was required. The patient was able to complete their treatment after restarting. A photo of a blood circuit connected to a machine was provided for review. In the photo it appears that blood leaked externally; however, the origin of the leak could not be easily identified. The sample was not available to be returned for evaluation as it was reportedly discarded.